Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the saphenous vein graft to the obtuse marginal vessel. The 4.0 x 28 mm xience xpedition stent delivery system (sds) was advanced without issue and the stent was deployed successfully. Post-dilatation was then attempted with the sds balloon; however, the balloon did not expand. The sds was removed, and it was observed that the distal portion of the sds was separated. A snare was used to retrieve the separated portion. The procedure was completed and the patient had a good outcome. No additional information was provided.

Manufacturer narrative:
(B)(4) - incorrect anatomy. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the xience xpedition everolimus eluting coronary stent system instructions for use states: the xience xpedition stent system is indicated for improving coronary artery luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the IFU states: safety and effectiveness of the xience xpedition stent have not been established for subject populations with lesions located in saphenous vein grafts. It does not appear that the reported IFU deviation caused or contributed to the complaint.